Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they replaced the router/client and the issue resolved. The part was returned for analysis. After functional testing and visual/physical examination the reported issue was confirmed. Upon return, it was found that the dmz port was disabled. As well, validation failed. A factory reset was performed and the unit passed validation and the wifi issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up the internet network on the system, the manufacturer representative (rep) was not able to connect. The rep ran a self-test and the checkpoint stated the firmware version was unknown and giving a red status. The wifi endpoint clients firmware was listed as "unknown". The rep stated that all of the cable connections were attached properly. The rep called and said that they were not able to query the patients when using the wires network. Wireless worked normally, but when they connected an ethernet cable, the wired ip stayed red. They turned off the wireless, tried to query and it would not get any results. The rep did not have tools to check the connections internally. No patient was present at the time of the event.

Manufacturer narrative:
Correction: date the part was returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up the internet network on the system, the manufacturer representative (rep) was not able to connect. The rep ran a self-test and the checkpoint stated the firmware version was unknown and giving a red status. The wifi endpoint clients firmware was listed as "unknown". The rep stated that all of the cable connections were attached properly. The rep called and said that they were not able to query the patients when using the wires network. Wireless worked normally, but when they connected an ethernet cable, the wired ip stayed red. They turned off the wireless, tried to query and it would not get any results. The rep did not have tools to check the connections internally. No patient was present at the time of the event.